Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring greater than 145 ohms on this right ventricular (rv) channel. The device delivered 12 appropriate shocks for ventricular tachycardia (vt). The patient was going in and out of vt the previous night and fault code was detected on the device upon interrogation. Technical services (ts) recommended to replace the rv lead. The patient is currently admitted into intensive care unit and will be extubated. This rv lead currently remains in service. No adverse patient effects were reported.